Event description:
It was reported that the patient had recurrent syncopal spells and was found to have intermittent loss of capture. When the pocket was opened the lead was found dislodged and had approximately three inches of insulation breach. The lead was extracted and replaced. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. All insulators were beached cut. The proximal conductor was distorted and had blood/body fluid (not obstructed). Visual analysis revealed apparent explant damage on the lead.